Manufacturer narrative:
Product analysis: visual and optical examination of the implant identified localized thread damage on one area of implant, preventing full thread engagement of the implant, when functionally engaged. The above observations are consistent with inappropriate handling of the implant.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are: product ID, lot no, qty: 7752525, 0396014w, 1; 7752529, unk, 2; 775350,0 unk, 2 . The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior cervical laminectomy and fusion. Intra-op, rods were placed into the screws .the normal set screws were put on all of the screws except the screws where the crosslink was to be placed. The mas connector set screws were placed and torqued (final tightened). The crosslink was placed over the mas connector set screw. The final set screw was placed and when the surgeon attempted to final tighten (torque) ,the entire construct moved which then required them to remove the final set screw, crosslink and mas connector set screw and replace. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.